Event description:
It was reported that there were at least 6 cases of patient infections within about a month time period ((B)(6) 2010) that followed evh procedures. All of the infections were found to extend the patient's entire leg tunnel. The hospital was unsure to the cause of the infections initially and during the review process as these were occurring. They contacted the maquet representative and asked for sterilization guidelines, and began researching similarities among harvesters to see if the field was being contaminated. Maquet was then contacted and asked which part of the scope was supposed to be disassembled as some pieces were apart and some were not. This then led to the belief that the scopes were broken as they were not to be coming apart at the camera lens, but hospital staff were apparently disassembling these intentionally. Infection control had swabbed one of the scopes which contained foreign body material, but it did not come back with organism growth. An in-service was performed on (B)(6) and their scopes were replaced. They have not had any cases of infection since then.

Manufacturer narrative:
(B)(4). Method, conclusions: maquet cardiovascular received the devices on august 27, 2010. No evaluation of the devices will be performed due to the possible risk of infection even though the hospital testing results were negative. The devices were discarded. (B)(4).